Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during pre-check it was observed that the motor device "overheated". The date of the event was unknown; although it was reported to have occurred in 2013. It was reported that there were no delays in the scheduled surgical procedures as an identical spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.